Event description:
Reportedly this pump was in use for an epidural in the labor and delivery area. The pump was set up with a rate of 12cc per hour and utilized a 60cc syringe filled with 8% marcaine. The syringe emptied in 15 minutes. Nothing untoward occurred with the pt. The effect of the block got a little high according to the reporter comment, but resolved with time. The pump was checked after this event and found to have been properly set up.